Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: fractured stent, medical intervention required to prevent permanent impairment or injury. Device issue: fractured stent. It was reported that the patient had a long diffuse type b dissection in the left anterior descending artery (lad), which was treated with a 2.5 x 28 mm xience v, a 2.75 x 28 mm xience v stent, and a 3.0 x 8 mm xience v stent. Angiogram and ivus revealed that the 2.75 x 28 mm xience v stent deployed in the proximal lad was fractured. Another company's stent was used to treat the fractured stent. No additional event or patient information is available.